Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found both sides of the grey lock levers and metal clips were detached and missing from the reprocessor (blue) plastic connector side. The following findings were observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: there were scratches noted with the tube outside, minor scratches on the (blue) plastic connector and excessive scratches on the metal connector. A review of the device history record could not be performed as the exact device manufacturing date is unknown. It has been less than one year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: external stress was applied to the lock lever of connecting tube, which broke the lever and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the user can detect the event by inspecting the item as follows: preparation and inspection. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus representative reported to olympus, the connecting tube clips were broken off during installation. There was no patient involvement. The medical device report (MDR) is related to patient identifiers: (B)(6) (model number : maj-2113) (B)(6) (model number: maj-2113) (B)(6) (model number: maj-2111) (B)(6) (model number: maj-2110, this complaint).